Event description:
It was reported that the defibrillator discharge switch did not function properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of sw38 on the user interface pcb assembly.